Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The lot number was not recorded and could not be obtained. (B)(4).

Event description:
It was reported that during a coronary orbital atherectomy procedure, a perforation occurred while using a csi orbital atherectomy device (oad). The target lesion was 95% stenotic and was located in the circumflex artery. The physician used two different guide wires and a 6fr introducer sheath from a radial approach to access the lesion. A csi viperwire guide wire was then advanced into the patient and the oad was loaded onto it. The physician performed three runs at low speed and it was noted that the patient had complained of pain after the first run. Angiography was performed after the third run and a perforation was observed. The physician attempted to deploy a covered stent to resolve the perforation, but was unable to deliver it to the location of the perforation. The physician then switched to a femoral approach and successfully deployed the stent across the perforation. Pericardiocentesis was then performed and two liters of fluid was removed. An additional stent was then deployed across the perforation to completely resolve it. The patient status remained stable throughout the procedure. Three requests for additional information have been made, but none has yet been received.